Event description:
It was reported that an infusor was leaking after filling the device with 98 ml of non-baxter product. The reporter stated that the leak was observed after the infusor was placed in an overpouch for storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.